Event description:
Reporter indicated a vns pt had high lead impedance readings at a routine office visit. The vns was disabled. Reporter feels the high lead impedance may possibly have been caused by recent childbirth and a fall. Revision surgery is pending. X-rays reviewed by the MFR did not identify any lead anomalies.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.